Event description:
Hcp reported patient presented with signs of infection of the device pocket. These include redness, swelling, drainage, and mrsa cultures. No report of device explantation. Cultures of the device pocket were obtained. Mrsa was the organism cultured. Patient does not have meningitis. The patient was treated with IV and oral antibiotics. Hcp reports patient's infection is now resolved. Hcp reports "patient apparently carrier for mrsa."